Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming, unit shuts down, unit is noisy, unit alarms are not functional, and error code. The key failure is the pilot valve is not switching. The non-alarming issue is a reportable event which is the basis of this FDA filing.